Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of instability. Customer care recommended that the user perform a sensor re-link to allow the system to re-initialize and converge faster. After the re-link, the system began to show improvement with better agreement in bg and sg values. Per dms review, the system is in use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.